Manufacturer narrative:
Additional information: patient information received and updated. Correction: initial reporter has been updated.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during cranial resection, when the site was in axiem procedure and were about to start a trace registration, navigation system became unresponsive in register task. The system was not allowing the site to click and would not trace. Rebooting the system resolved the issue and the site proceeded with case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.